Manufacturer narrative:
Analysis found that the capacitor maintenance charge timed out. During high voltage charging, the voltage dropped significantly. The original battery was returned to the vendor for further evaluation and analysis noted higher than expected impedance that was caused by partially shut down separators. It is believed that the separator shut down appeared to have happened post-explant since the last maximum charge time did not time out.

Event description:
This report is to advise of an event observed during analysis.